Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clip grasped onto the tissue however, the clip would not release from the catheter. The physician made attempts to "jiggle" the clip off the tissue and finally cut the handle off trying to get the clip to release from the tissue. He managed to pull the clip off the tissue and the clip was removed with the delivery catheter. It was reported that there was no damage to the colon and no bleeding. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. It was reported that the patient was kept in the hospital for observation as a precautionary measure. The patient was released the following day and was in stable condition.

Manufacturer narrative:
The patient information is unknown however, it has been reported that the patient is in his seventies. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.